Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Not explanted. Device is an instrument and is not implanted/explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: 356.830 - 9390563. Manufacturing site: (B)(4), manufacturing date: 26.feb.2015, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted on the sterile part. The report indicates that the: 356.830s - 9421588, manufacturing site: (B)(4), supplier: (B)(4) (sterilization), manufacturing date: 26.mar.2015 (delivered from supplier to (B)(4)), expiry date: 01.mar.2025, this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a femoral trochanteric fracture open surgery was conducted on (B)(6) 2015. The surgeon inserted a levator into the fractured region and epiphysis. The surgeon found that the reported blade was disassociated with the nail when he tried to use a j-pfna hollow screwdriver to lock the blade firmly. Besides, the surgeon unintentionally pushed the blade into the patient's acetabulum when he tried to set the screwdriver for j-pfna-blade to remove the blade. The surgeon decided to suture the wound and execute the re-surgery after inspecting the condition due to possible damage to the blood vessels. The surgery was extended for 60 minutes. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the implantable complainant parts (not guide wire) have been received by the manufacturer for review/investigation indicating that a revision procedure was performed. At this time, details of that procedure are unavailable.

Manufacturer narrative:
Additional narrative: non-sterile manufacture date: 26february2015; sterile manufacture date: 26march2015. Corrected data: guide wire 3.2mm for pfna blade is correct brand name; common device name; device is an instrument and was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.